Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded through to the coil at 12 cm from the connector pin, due to friction with another device.

Event description:
It was reported that the lead was capped and replaced, due to an insulation anomaly.